Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010.the history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2011.multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2016. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure

Event description:
There was no patient involved. Device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.